Event description:
A patient called and stated that the parent was unable to disconnect a ventilator circuit from the tracheostomy tube. Two ccns attended the home and in the end as they were also unable to disconnect it, they carried out an emergency tube change. The end of the trach was wedged into the swivel elbow. The top tracheostomy in the picture is just to show the part that came away. The tube was changed 2 weeks ago. It was still in the recommended timeframe for changing the tube.